Event description:
It was reported that the lead exhibited an increase in hv lead impedance. Suspected insulation anomaly was observed via x-ray. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Externalized conductors due to external insulation abrasion were noted at 11.0-14.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion was noted at 32.5-33.1cm from the distal tip. The etfe coating was intact at these locations.